Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm critical pump error (open book image). Customer's blood glucose at time of incident was 64 mg/dl. Customer stated that this is the second time occurrence since he is using 640g. Customer is inquiring about the causes of error and is asking for the explanation letter. Customer was advised we shipping replacement pump.

Manufacturer narrative:
The pump was received stuck in a critical pump error. The pump was unable to download and had a backlight anomaly due to severe corrosion on all electronic assemblies. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current, active current or self tests due to the critical pump errors. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay, a damaged keypad overlay texture, a faded serial number label, corrosion in the battery tube, corrosion on the force sensor assembly and moisture damage on the motor home switch.